Event description:
Per the clinic, the patient experienced an infection around the implant site. The patient underwent a surgical procedure in (B)(6) of 2015 (exact date not reported) to remove the abutment and excise infected tissue. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.